Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 17jan2019, but there was an error in FDA acknowledgement. Resubmitting on 07jun2019 as part of a delivery message review.

Event description:
A loaner device was returned to pentax medical on 04/jan/2019 for routine service. Inspection of the unit was performed on 14/jan/2019 where the quality control inspector found the following: primary operation channel resistance, distal cap - fixed type failed epoxy seal integrity inspecti, distal cap/ case cracked, passed wet leak test, suction tube resistance, passed dry leak test, hole in # 2 remote control button cover. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to inventory upon completion.